Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: unknown endurant stent graft , s/n: unknown; use by date: unknown; upn # unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm of unknown size on an unknown date. It was reported that on a follow up CT scan, an occlusion of the contralateral limb extending into the bifurcation. Intervention was completed with the implantation of an additional stent graft to resolve the event. Per the physician the cause of the event is undetermined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The occlusion was resolved post the intervention.